Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A surgeon to surgeon communication was received by synthes that indicated: pt status post mva years ago, treated elsewhere was implanted with small nail. Blade and screw. Pt visited another surgeon, an x-ray on an unk date showed a broken spiral blade proximal femur. Pt's knee is stiff and has 90 flexion. Surgeon does not know if the hardware will be removed. This is 1 of 3 reports for this event.